Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valve, mix motor, valve assembly, and buffer syringe which resolved the issue. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their au680 clinical chemistry analyzer. The customer repeated the samples with results considered normal. There was no report of change to treatment, injury, or death associated with this event. The customer confirmed that the patient was not admitted to the hospital. The customer did not provide patient demographics. The customer provided data for one (1) patient sample.